Event description:
It was reported that the patient experienced uneven breathing. The implantable cardioverter defibrillator (ICD) was found in backup mode due to an off-label magnetic resonance imaging (MRI) procedure. High voltage (hv) therapies were disabled as a result. The physician considered that it aggravated the patient¿s heart failure. Programming changes were performed to resolve the issue and the device was reset. The patient condition was stable and no further adverse effects were noted post-intervention.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.